Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012611616 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array segment, the spiral array pebax tube was observed to be kinked. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Catheter to sheath compatibility testing could not be performed, as the capture device was not returned. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed; the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. Sliding mechanism movement was hindered by friction and obstruction in the middle of the slide strike. In conclusion the reported issue (catheter disfunction) was confirmed through testing. The catheter failed return inspection due to a kinked spiral array pebax tube and hindered movement by friction/obstruction in the middle of the slide strike (cam interference). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a cardiac ablation procedure using the catheter pscc100 pulseselect while under general anesthesia. A catheter disfunction was noted. The catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.